Manufacturer narrative:
The customer¿s test strips were returned for investigation. One test strip was in the provided vial. The test strip and vial showed no defects. The returned test strip was measured on a reference meter with a high level control sample. Also two test strips from lot 434925 were retention strips: results: customer strip measurement 1: 2.9 inr. Retention strip measurement 2: 2.9 inr. Retention strip measurement 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Updated fields d10 and h3.

Manufacturer narrative:
This event occurred in (B)(6). Occupation is it cto. The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2020, the meter result was 1.4 inr. The laboratory result within 30 minutes was 1.94 inr. The customer¿s therapeutic range is 2.0- 3.5 inr.